Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the present date. This device was not previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. (B)(4). A review of the device history record in sap for sn (B)(4) was performed, which confirmed that this device was not involved in a production failure, and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4), which confirmed that no similar complaints with the same or related failure mode.

Event description:
On 01/03/2018, 06:14:40.(B)(4): po for (B)(6) approved by (B)(6). Shipping & billing addresses confirmed. Npi. On 01/10/2018, 13:21:05. (B)(4): unit was repaired during training. Unit and documentation verified. On 01/11/2018, 07:32:25 (B)(4): (B)(4).

Event description:
Iui connector screw is sheared off cracked iui bracket, rear case, bezel, and both iuis corroded. There was no patient involvement. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the present date. This device was not previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. Imdrf annex e code: e2403; imdrf annex f code: f27 a review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that no similar complaints with the same or related failure mode.